Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Information received indicated the screws were used off-label in this patient for midshaft clavicle applications as the patient had dense bone resulting in the need for cobalt chrome screws. Based on the information received regarding the usage of the screws, this is consistent with off-label use.

Event description:
It was reported the cobalt chrome screws were implanted in a 16 year-old patient in the midshaft left clavicle. This is an off-label use of the device. Information received indicated the patient had dense bone needing the cobalt chrome screws. The surgery was reported to go well, and there were no adverse patient consequences. This report is related to report numbers 3025141-2023-00358 and 3025141-2023-00359 for the other screws involved in this event.